Manufacturer narrative:
A1-5: select patient information cannot be provided due to regional privacy regulations. H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that after placing 4 pps voyager 6.5×45 screws at l4-l5 in the sequence of midas, 5.5 tap, and driver, an ap view was checked with the c-arm. It was confirmed that the left l4 screw had deviated to the outside of the pedicle. The screw was removed, and it was verified with the passive planer that the navigation screen and the actual drilled hole were in the same position. Further confirmation with the c-arm showed that the screw was properly placed in the pedicle. The patient's bone was hard, causing the screw to deviate outward. A guidewire was inserted into the hole, and the screw was manually placed. There was no impact to patient's outcome and surgical delay was less than one-hour. Additional information was received. It was reported that trajectories deviated approximately 4 millimeters (mm).